Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functionlal testing. After testing, it was concluded that the devivce operated within speicfications.

Event description:
The customer reported that the insulin pump alarmed motor error during a bolus delivery and insulin squirted out everywhere. The blood glucose reading was 298mg/dl. The caller mentioned that there are cracks at the reservoir compartment. Troubleshooting was performed, and the drive support cap was flush. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.